Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an underlying rhythm. It was discovered there was vegetation on a lead, which was thought to be the source of the patient's sepsis. The patient was admitted for a system removal. No further patient complications have been reported as a result of this event.